Manufacturer narrative:
The reported field event of undersensing was confirmed in the laboratory due to review of device session records while still implanted. The device was tested on the bench and no anomalies were found. Upon cutting open for further testing, visual inspection revealed contamination of moisture getter on all three header feedthrough pins which may have contributed to the reported undersensing. A manufacturing issue may have occurred that resulted in the moisture getter contamination on the feedthrough pins.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency department and was transferred to another hospital. Upon interrogation, the implantable cardiac monitor exhibited false pause episodes due to undersensing. No device intervention was reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor was explanted.